Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified asymmetric position of the glenosphere with relation to the glenoid component. Inferior scapular notching (grade 1 without involvementof the inferior screw). Subcutaneous emphysema suggest recent placement. Findings suggestive of loosening of the humeral component. Dislocation of the glenosphere from the glenoid suggested on all three images. Normal bone quality. Central screw appears to be properly seated on all three images. The device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: 115330 unknown lot comp rvrs shdr glen bsplt +ha, 115316 unknown lot comp rvrs shldr glnsp +6 36mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03115.

Event description:
It was reported patient¿s shoulder was revised approximately 2 years post implantation due to pain and disassociation of the taper from the baseplate. Attempts have been made and additional information on the reported event is unavailable at this time.